Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited oversensing of sense b node noise resulting in two inappropriate shocks. Provocative maneuvers and mechanical tests were completed, however noise was unable to be reproduced. This device was reprogrammed to the secondary vector. An x-ray was performed with no confirmation of electrode fracture. This system remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise that was consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode; however, there was no conclusive evidence of a specific cause. Please see the b5 field for more information regarding the specific circumstances of this event.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited oversensing of sense b node noise resulting in two inappropriate shocks. Provocative maneuvers and mechanical tests were completed, however noise was unable to be reproduced. This device was reprogrammed to the secondary vector. An x-ray was performed with no confirmation of electrode fracture. This system remains implanted. No adverse patient effects were reported.